Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized on (B)(4) 2015 due to a low blood glucose level. Her blood glucose level at work was 31 mg/dl. She drank (B)(4) and brought her blood glucose level up to 42 mg/dl. The product was not returned. Nothing further to report.